Event description:
The account alleged the patient was hospitalized for 44 days and the patient developed a stage 2 pressure sore while in the ICU. The account alleged that the patient was placed on a hill-rom bed and developed a new pressure ulcer. These pressure ulcers where in the sacrum area.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.